Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analysis found the eri (elective replacement indicator) was the result of high internal battery resistance. This device was included in that field action, but returned product testing found the device did perform as described in the field action. (B)(4)

Event description:
The device was returned to the manufacturer after being explanted and replaced due to reaching end of service (eos). The device was analyzed and tested out of speculation. No patient complications have been reported as a result of this event.